Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.(B)(4).

Event description:
It was reported that primary hip surgery was performed in (B)(6) 2013. Revision procedure was performed in (B)(6) 2013 due to implant fracture caused from surgeon using the incorrect taper during the original surgery. No further information has been received.